Event description:
The customer reported that the system would not complete boot up and displayed a communication failure error message. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive, interconnect cable and power supply were replaced. Additionally, the system software was reloaded. The system was then found to be operating as intended.